Event description:
During thoracotomy, echelon 60 was loaded with a green re-load but would not fire. The stapler permitted clamping, but no cutting or staple insertion. The stapler was exchanged for a new one. No harm to pt.